Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed flow rate accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, flow rate accuracy fail was not reproduced due to constantly alarming of "system error 105". The last time the user programmed and ran the pump was on (B)(6) 2024 for an infusion of norepinephrine. There is no indication of biomed testing per the spectrum iq installation maintenance manual. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. The pressure set up will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.